Event description:
It was reported that, upon interrogation during scheduled generator change, this left ventricular (lv) lead was turned off. This lv lead was surgically abandoned due to high impedance measurements greater than 3000 ohms and high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported.